Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that they would provide as much information as they can; however, they were not able to provide much information. The caller did not know the cause of death, neither the customer's blood glucose at the time of death nor the last recorded blood glucose value, unknown if customer had diabetes related complications or any other medical conditions. The customer was wearing the insulin pump at the time of death. The customer did not use sensors and was not wearing one at the time of death. The caller stated that they do not have the insulin pump at the moment; however, they agreed to return it for analysis when the morgue gives it back. The insulin pump information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The daily total of insulin delivered was 59.5 units on (B)(6) 2015, 53.2 units on (B)(6) 2015, 50.8 units on (B)(6) 2015, 52.85 units on (B)(6) 2015, 46.0 units on (B)(6) 2015, 39.45 units on (B)(6) 2015 and 29.1 units on (B)(6) 2015.